Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass. The unit was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to cracked and bleeding lcd glass. The additional physical damage was noted: minor scratched lcd window, cracked casing at a display window corner, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were climbing a tree two or three months ago and the insulin pump fell out of their pocket and sustained damage; there was a crack under the lcd screen. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the internal crack. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.